Manufacturer narrative:
Additional information can be found in the following field(s): a5, a6, g4, g7, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the customer. No information was provided regarding the patient's medical history and pre-existing medical conditions. No information was provided regarding relevant tests and laboratory data specific to this incident. Additionally, no further patient demographics were provided. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: this instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical received the permanent cautery spatula involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument was found to have a part of the plastic proximal clevis broken. A broken piece is missing as a result of the breakage. The size of the missing piece is approximately 0.032¿ x 0.113¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the permanent cautery spatula (470184-13/n10190110 0100) was performed. The instrument was last used on (B)(6) 2020 on system sk2889. The alleged event occurred on the 2nd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image/video review: no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event, however, the broken pitch cable found during failure analysis could cause, or contribute to an adverse event if the malfunction were to recur. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the instrument was found to have a broken wire. There was no report of fragment(s) falling inside the patient. A backup instrument was used. The procedure was completed with no reported injury. The site is unable to release patient-related information related to this incident. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.